Event description:
Operative procedure: pap smear, examination under anesthesia, hysteroscopy, fractional dilatation and curettage, attempted endometrial polypectomy, endometrial ablation attempted, not performed.postoperative diagnosis: menorrhagia, uterine fibroid including three small submucous fibroids and endometrial polyp. During procedure novasure ablation device would not open when deployed. Another instrument was obtained that functioned properly; however, ablation could not be completed with novasure device due to following complete curettage, the novasure device was introduced into the endometrial cavity. A good seal was obtained at the cervix. Test of cavity integrity was carried out and cavity integrity could not be demonstrated despite two attempts. It was felt that there was no perforation, but that the device could not document cavity integrity due to the large size of the endometrial cavity. Because cavity integrity could not be established, the ablation could not be carried out with the novasure device. It was felt that the cavity was also too large for ablation with a thermal balloon and therefore, an ablation could not be performed.